Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing high blood glucose of 500 mg/dl. Customer experienced symptoms of nausea and vomiting. Customer treated high blood glucose with manual injection. Customer reported that the boluses were not delivering. Customer did not feel well enough to continue troubleshooting but stated that healthcare professional advised to change insulin pump. Customer was using insulin pump at the time of high blood glucose. Insulin pump is expected to return.

Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.